Event description:
The customer reported the ventilator screen went blank, stopped cycling and was continuously alarming with the safety valve open led lit. The customer reported the ventilator was in use on a patient and there was no patient harm. The manufacturer's service technician was unable to duplicate the reported problem. As a precaution, the service technician replaced the air flow sensor, air valve and motor controller pcb. Performance verification testing was completed and all tests passed to operating specifications.

Manufacturer narrative:
(B) (4) = air valve, air flow sensor.